Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the front panel reportedly went black and the light source shut off. The pt reportedly had to be transported to another room in which the intended procedure was said to have been completed. There was no report of pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported toward the end of the procedure the unit shut down. The spare lamp did not activate, and users reportedly experienced a complete loss of image. The user facility reported that the subject device was inspected following the procedure and it was determined that the two fuses were damaged. The user facility reportedly replaced the fuses and the device appeared to be working appropriately. The device referenced in this report was returned to olympus for evaluation. The evaluation found the scope socket air joint worn and loose. The fuses were in good order and the subject device passed functional and electrical safety testing. The exact cause of the reported event could not be determined, but blown fuses are the likely cause. The subject device was repaired and returned to the customer.